Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cardiosave intra-aortic balloon pump (iabp) console handle was sticking. There was no patient involvement.

Manufacturer narrative:
Additional information : poc - (B)(6) / biomed, (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) console handle sticking. Getinge field service engineer (fse) during repair found console handle not functioning and replaced. No patient involved. The equipment was cleared for customer use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept installed the console handle into the cardiosave test fixture serial number (B)(6) and tested the handle to factory specifications per the cardiosave service manual revision q. The fat dept. Verified the failure of the handle failure "console handle sticks when pressed". Unable to retract.

Event description:
N/a.